Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to pocket erosion and gram-positive bacterial infection. Reportedly, the patient developed infection after discharged from being implanted with the system. There were no additional adverse patient effects reported. The patient was treated with intravenous antibiotics. The rv lead was explanted.